Event description:
Manufacturer's report number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated an abnormal noise from the lamp's base. As a result of the inspection, loosening of the ceiling fixing bolts was confirmed. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to the loosening of suspension screws, holding the main tube. Based on information provided by getinge technician, the issue was detected during daily checking. When reviewing similar reportable events for the issues with loosening or breakage of fixing screws on powerled and hled surgical lights, it was confirmed that in the last 5 years, there were no events which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is very low. A root cause analysis was conducted by the subject matter expert. According to the analysis there are two probable scenarios. In case of loosening, the probable causes of loosening corresponds to an improper initial tightening during the installation or maintenance not in accordance with the manufacturer's recommendations (installation manual for powerled 01584en09, page 92). In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of the first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube (technical manual for powerled 01582en08, pages 253-254). In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 16th march, 2023 getinge became aware of an issue with one of surgical lights power led. It was stated an abnormal noise from the lamp's base. As a result of the inspection, loosening of the ceiling fixing bolts was confirmed. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.